Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided. Catalog number 27303 does not include a guidewire or adjustable stop, however these components are found in catalog number 27304. The physician has been instructed to use catalog number 27304 in the future.

Event description:
It was reported to medtronic neurosurgery that the lumbar catheter was placed in the wrong position and removed because it was not draining. According to the report, the physician placed the catheter in the wrong position because the kit did not include a guidewire or adjustable stop.